Event description:
Subsequent to the initially filed report, a 6fr sheath was initially used. The pre-close technique was used, and one prostyle was successfully pre-placed. An attempt was made with another prostyle device; however, upon removal of the plunger, the suture was not connected as a suture (link) break had occurred. The plunger had not come loose from the device as initially reported. The pre-close technique was abandoned, and a non-abbott device was used with the successfully pre-placed prostyle to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported link break was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 2983 was removed and code 1562 was added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transcatheter aortic valve implantation (tavi) interventional procedure using a 15f sheath. Reportedly, the plunger came loose completely from the device. The device has been inserted and advanced in the patient with no difficulty. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.